Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator touchscreen was unresponsive. The patient was placed on an alternative ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) touch frame printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).